Event description:
Complainant alleged that staff members are treating a pt (age & gender unknown) who required defibrillation. A nurse attempted to remove the multi-function cable (mfc) from the unit in order to switch to paddles. The nurse only pressed one of the two tabs while attempting to disconnect the mfc. By the time she realized that both taps needed to be pressed, the mfc was "jammed" and could not be removed. The staff continued to use the unit to treat the pt. There was no adverse effect on the pt. The facility's biomed engineering dept evaluated the unit and the MFR. Both pieces of equipment functioned properly and were returned to svc. There have been no further incidents involving the equipment.